Manufacturer narrative:
Medwatch sent to FDA on 8/16/2016. The event of "compression arterial ischemia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: contraindications: "juvéderm volbella with lidocaine must not be injected into blood vessels. Introduction of ha into the vasculature may occlude the vessels and could cause infarction or embolization."

Event description:
Healthcare professional reported after injection to the upper lip with juvederm volbella with lidocaine patient developed "compression arterial ischemia" at the injection site. Patient was treated with hyaluronidase. Symptoms are ongoing.

Event description:
Additional information: patient was treated with heparin sodium injection. Dextran 40 and amino acids injection, vitamin c tablets, fufang danshen tablet, loratadine tablets, cefradine capsules was used to promote the subject¿s recovery.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms have resolved.